Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the lever was opened, and the foot was deployed and retracted with no resistance noted. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficult to close and device entrapment could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. The patient effects and subsequent treatment appear to be related to circumstances of the procedure. The patient effects of unspecified tissue injury and hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device after percutaneous coronary and chronic total occlusion interventional procedure using a 6f sheath. Reportedly, during placement of the first prostye device, a cuff miss [suture retrieval issue] occurred. No issues occurred with the foot. A second prostyle device was then used; however, the lever was completely lowered, however, footplate remained partially open and resistance was noted removing the device from the anatomy. No resistance was noted lowering the lever. The doctor performed another nick and spread to remove the device and vessel. The was device was removed from the vessel with the footplate still partially opened and vessel damage was noted. After the device was removed the doctor placed a 7 french sheath and there was still bleeding, and the physician took a groin shot where extravasation was seen. The 7f sheath was used to control the bleeding. Ultimately the vessel damage was treated with manual compression and hemostasis was achieved. No additional information was provided.